Event description:
The patient's vascular access needle infiltrated at initiation of a routine hemodialysis treatment. The operator was unable to rinseback the arterial patient blood line which resulted in a 60cc blood loss. The patient's standard epogen dose was increased due to a decrease in the hemoglobin. No other medical intervention was required.

Manufacturer narrative:
The blood loss is related to the infiltration of the patient's venous access needle. The report does not contain information to suggest a device malfunction occurred and is not considered device related. The patient's standard epogen dose was increased. Nxstage medical considers this report closed. No additional information will be provided.